Event description:
Customer reported he received the following results on 2 different meters within 2 minutes: 275 mg/dl (aviva system 1) and 135 mg/dl (aviva system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).